Event description:
A customer reported that the valved trocar cannula leaked during a vitreoretinal procedure of the left eye. The product was replaced without harm to the patient. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Three loose hub and cannula assemblies were returned. The samples were visually inspected and found to be conforming. For this complaint file, the final customer lot was identified. A device history record review for each of the lots was conducted. Two lots were reprocessed for anomalies that did not contribute to the customer complaint. Three lots had no anomalies found based on the device history record review. No additional investigation was required based on device history review. A complaint history examination indicated there are no other complaints received for the reported issue against the components of the reported final lot. The root cause for this complaint was unknown because the returned samples were conforming to specification. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).